Manufacturer narrative:
Device was returned and complaint was not confirmed. Manufacturing records were reviewed and no non-conformities were recorded that would have contributed to this event. Root cause cannot be determined at this time. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Manufacturer narrative:
UDI (B)(4).

Manufacturer narrative:
Customer complaint of unsealed connector was not confirmed with assessment. As received, the connector end of the cannula was connected to the main cannula body. The connector could not be separated from the cannula body. Device was returned with visible traces of blood and was examined in the biohazard area of lab. No other visual damage, contamination, or other abnormalities were found.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Arterial and venous cannulae are used to divert large volumes of blood from the heart to the cardiopulmonary bypass machine during cardiac surgery procedures. A partial or complete cannula separation may require an exchange of the cannula which results in a temporary interruption of bypass. A cannula exchange may result in cardiovascular failure, ischemic events or significant blood loss. A disruption of the circuit may pose a significant risk for serious injury or death. The potential for injury is not remote. In this case, the surgery finished successfully with no harm to the patient. The device has not been returned at this time. A supplemental report will be completed upon receipt of new information.

Event description:
Edwards received notification that a surgeon noticed that this femoral arterial cannula didn¿t look sealed at the connector. They applied a stay strap and used it and the case finished without incident. The surgery finished successfully with no harm to the patient. The device is available for return.